Event description:
A shockwave m5 5.5 x 60 peripheral intravascular lithotripsy (ivl) device was used during a popliteal and superficial femoral artery intervention. Post-procedure, the patient developed a fever which was treated with levaquin for 48 hours with extended hospitalization and successfully resolved. Shockwave medical was notified of this event by the clinical site, and this report is being filed in abundance of caution.

Manufacturer narrative:
The device referenced in this complaint was not returned, hence a physical inspection of the device was not possible. It was previously reported that the balloon loss of pressure occurred during the procedure, however, a relationship could not be established between the device failure and the fever. This report of adverse event is being submitted in abundance of caution. Review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.